Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and a crack along the seam weld prior to receipt. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock, electrode, and hybrid conditions prevented some of the electrical tests from being performed. The device failed the electrical test performed. The manual capacitor leakage test produced unstable readings due to flooded components. The residual gas analysis test was unable to be performed due to a gross leak at the seam weld. The scanning electron microscopy analysis confirmed a crack in the seam weld. The open device visual inspection revealed heavy contamination and multiple disturbed wirebonds. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.